Event description:
It was reported to boston scientific corporation that an injection gold probe device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2015. According to the complainant, after procedure, the physician noticed that the tip of the gold probe was missing upon removing the catheter from scope. The physician took the scope back down to the site of the ulcer and found the tip of the probe laying on mucosa. However, the physician decided to leave the tip and let it pass through the digestive system. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of the tip detaching. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Moreover, the review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the most probable root cause of this complaint is undeterminable. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.